Event description:
It was reported that the copilot was connected to the non abbott 5fr guiding catheter when blood was noted leaking from the rotator. A new device was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect, and/or the port of the device being connected was compromised thus resulting in the reported loose/intermittent connection; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported loose/intermittent connection. There is no indication of a product quality issue with respect to manufacture, design or labeling.